Manufacturer narrative:
Hologic technical support (ts) and product applications specialist (pas) reviewed logs and found no instrument or assay performance issues. The wl in question had typical rlu recovery, so ts suggested the issue was due to sensitivity differences between platforms and/or low-target concentration samples. Pas also noted that hologic targets orf1ab region 1 & 2, while cobas targets orf1ab (does not specify region in pi) and e-gene, which could have had some impact on detection. Ts relayed pas's findings to customer. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4) using assay lot 274448 on panther instrument sn (B)(4) which had discrepant samples. Customer was confirming positive samples with rlus <1000 on their cobas platform, but some samples were not confirming on a panther instrument.